Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer had a system error, however, software was missing from the programmer. It was also indicated that the programmer lost communication with the analyzer. The analyzer connector was cleaned and reseated. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a software update, the programmer booted to a system error. The programmer was returned for service. There was no patient involvement.